Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient went to the hospital, where an abdominal CT scan was performed and an extensive air leak was detected in the abdomen. The surgeon was contacted and said that the tubes would have to be removed immediately. On (B)(6) 2023, the tubes were removed due to peritonitis and the patient was treated with unknown intravenous antibiotics.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum and peritonitis are known complications of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.